Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (2.5 mg/ml at 0.6490 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient stated that their pump hadn¿t been functioning properly for several months as they had had increased pain. At the last refill, there was a discrepancy between the estimated and the actual volume, so a dye study was scheduled. It was noted that the patient reported no falls. During the dye study on (B)(6) 2025, the catheter could not be aspirated, so the doctor elected not to do the dye study due to the high amount of medication in the catheter so as not to deliver a high bolus of medication to the patient. A revision was tentatively scheduled for (B)(6) 2025. The issue was not resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event. Additional information was received on (B)(6) 2025, at which time it was reported that the pump and catheter were replaced which resolved the problem. It was noted that the old catheter was tied off and left in the patient¿s body.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-jan-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.